Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the replacement devices. The patient had two 275cc mentor memorygel breast implant prostheses implanted in (catalog #: 3502751bc, left serial #:(B)(4) right serial #:(B)(4) bilaterally on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On12/13/2019, the suspected medical device was received. On 12/23/2019, mentor received additional information regarding the revision surgery. The patient underwent bilateral explantation without replacement at this time, but that she plans to have new devices implanted after she has been allowed to heal. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 01/20/2020, the investigation on the suspected medical device was completed. Investigation summary: the device was visually inspected, and no apparent damage was observed. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information regarding the date of explantation. The date of explantation is (B)(6) 2019. Manufacturing reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with two 275cc mentor memorygel breast implants and suffered bilateral grade iii capsular contracture post operatively. The diagnosis was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left prosthesis.